Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod pc to the target vessel using the lantern, the physician decided to retract the pod pc to reposition it. While retracting the pod pc, the physician noticed that it had unintentionally detached inside the microcatheter. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using another coil and a new lantern. There was no report of an adverse effect to the patient.